Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Manufacturer narrative:
As despite request the prosecutor has not provided further information the root cause of this event could not be determined. The reported information does not indicate a failure of the primus or one of its components. In general, any component failure will result in corresponding alarms (e.g. Ventilator fail or gas mixer fail). The safety concept of the device ensures that in such a case at manual ventilation will still be possible even if the primus completely shut down. The user may then continue the case by adjusting an adequate o2 flow and ¿ presumed a functional vaporizer is connected - agent concentration. In case relevant information will become available in the future we will resume the investigation.

Event description:
Please see initial report.

Event description:
On (B)(6) 2015 drager (B)(4) received a letter from the prosecutors office in (B)(6) regarding a medical incident which occurred at the (B)(6). The prosecutor informed us about an on-going investigation in connection to a pt who died during surgery while being anesthetized by primus apparatus.